Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and multifunction cable. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pads used during the reported event were not available for testing. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.